Event description:
It was reported that the devices were used during a video assisted wedge resection. The first device would not fire on the third stroke on second reload. The second device would not open before firing. It was noticed prior to closing on tissue. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.